Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed open wounds on his back. A wound care physician drained the wounds and prescribed an antibiotic. During a follow-up it was reported that the wounds had somewhat healed but were still present.